Event description:
Dislodgement of the right ventricular (rv) lead into the tricuspid valve resulted in inappropriate defibrillation therapy. The rv lead was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
Upon analysis, a complete lead was returned in one piece. Visual inspection and x-ray examination revealed the inner coil to be over-torqued at the connector region, which is consistent with that occurring at the time of explant. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The helix was clogged with blood. After cutting the lead, cleaning the helix and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length measured within product specification.